Manufacturer narrative:
The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement, active current measurement tests; it failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test returned a hardware low level failure alert. Hardware low level failure alert is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 306 mg/dl at the time of the incident. Customer will return device for analysis.